Manufacturer narrative:
No button error alarm occurred during failure analysis. Failure analysis found intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. No moisture damage electronic assembly. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 208 mg/dl. The customer reported possible moisture exposure to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.